Event description:
It was reported that during an achilles tendon repair performed in 1995 #5 non-absorbable suture was used at the stump of the tendon. One gram ancef was given as amp peri-operatively. Two months later pt was readmitted for wound debridement and additional repair and wound closure of the right achilles tendon. Diagnosis was impaired wound healing of tendon and skin. Pt was admitted to the hosp again 2 months later and 2 days later they required an additional debridement and were diagnosed with a wound infection. Pt was treated with multiple antibiotics including fortaz and tobramycin IV. They required yet another debridement 19 days later with removal of the non-absorbable suture at the site and were continued on antibiotics.